Manufacturer narrative:
Subsequent to the previously filed report, additional information was received as the event is downgraded into non reportable. Leaflet dislodgement is not considered a reportable event intraoperatively as the cause is due to failure to follow the IFU or to an external force applied to the valve (leaflet and orifice), which overstressed the carbon material, resulting in the dislodgement. Per 90407741, to be non-reportable, all pieces of the device are confirmed removed, there was no clinically significant prolongation of the procedure (inclusive of bypass time), and there was no hemodynamic instability. The initial report was previously filed; therefore, a supplemental report was submitted the lot number is added.

Event description:
It was reported that on (B)(6) 2024, a 21mm sjm regent heart valve was chosen for aortic valve insufficiency. During procedure, when the valve was placed on the annulus, and started stitching the valve at the time one leaflet of the valve separated from its hinge and fell into the heart. The valve was removed and all pieces of the device were removed from the patient. A new 19mm sjm regent heart valve was chosen and completed the procedure. The pump and cross clamp was extended. The patient was reported discharged form the hospital.

Event description:
It was reported that on (B)(6) 2024, a 21mm sjm regent heart valve was chosen for aortic valve insufficiency. During procedure, one leaflet of the valve separated from its hinge and fell into the heart. The valve was removed and a new 19mm sjm regent heart valve was chosen and completed the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the lot number was not provided.